Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The bubbled dso seal was confirmed by visual inspection. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated, d3, g1, and g2 email is: (B)(4).

Event description:
It was reported the device had a downstream occlusion bubble. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.